Event description:
Patient presented back to the physician with discomfort caused by a previously abandoned stimulation cuff left on the hypoglossal nerve. Physician brought the patient into the or, and upon surgical exploration, the area was found to be infected. Physician explanted the stimulation cuff and closed the incision. Postoperative antibiotics were prescribed.

Event description:
Patient presented back to the physician with continued swelling and discomfort at the neck incision site, limiting the range of motion of the neck. Physician brought the patient into the or, removed the ipg, sensing lead, and a portion of the stimulation lead, and closed.

Event description:
Patient presented to the physician with ongoing swelling at the right side of the neck that extended to the clavicle, with associated tenderness to the touch. Patient also reported tethering from the stimulation lead. Physician brought the patient into the or, removed scar tissue from the neck and chest pocket to provide additional slack to the stimulation lead, and closed.